Event description:
The bipap a40 ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. On evaluation, visible foam particles were confirmed in the device. The customer requested that the device be scrapped. Additional findings not related to the malfunction/issue: on device evaluation, device error code e-96 indicating the device was unable to write to the error log was noted. The device printed circuit board assembly requires replacement to address this issue. This is a log-only issue and is not a critical issue as it does not affect therapy.